Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the outer tube was bent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issues are most likely attributable to user error. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the image on their telescope was not clear. The issue was observed during reprocessing. The unspecified procedure was completed with the same device. Upon inspection and testing of the customer returned device, the internal lens was found cracked. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.